Event description:
It was reported, "on (B) (6) 2010, the primary tka surgery was performed for oa. On (B) (6) 2010, the pt underwent CT scan since illieus developed, then it was found that there was foreign material in the proximal femur. The pt underwent x-ray and it was found that the foreign material was the headless pin (cat#7650-1038) used in the primary surgery. The surgeon immediately retrieved it by surgical removal (approaching from the great trochanter with an aowl into the bone canal and removed it by (B) (6))."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The x-rays and operative report were requested, but not provided. If add'l info becomes available, the eval summary will be submitted in a supplemental report.